Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door not fully latched" caused by a loose upper link screw. The loose screws were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming "door not fully latched". Any patient injury or involvement is unknown at this time.